Manufacturer narrative:
Correction: the initial MDR reported that procedure was completed with the use of navigation system inadvertently. This should instead be with the use of the imaging system. This spinal fusion was at the l5-s1 level.

Manufacturer narrative:
The atp console analysis was completed by medtronic personnel. Testing found that the x-ray signal would intermittently not be delivered.

Manufacturer narrative:
(B)(6). On 7/11/2017 a medtronic representative went to site to test the equipment. Representative was unable to replicate the issue. Found errors in the logs. Further review needed to determine which part has to be replaced. On 7/13/2017 medtronic representative went to site and confirmed that the power supply voltages were correct and stable. Representative replaced an atp board. After replacing the board a system checkout was performed. System passed all testings and is working normally. A software investigation was conducted by medtronic personnel. It was concluded that the reported issue was a hardware induced event and the software is functioning as designed. The suspect board has been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system would not take a 3d spin. The site was able to take a initial spin but the system became unresponsive when acquiring task appears on the screen. When the 3d failed site tried going back to 2d but were unable to take an image. Medtronic representative rebooted the system which resolved the issue. The procedure was completed with the use of navigation. There was a delay of 3-5 minutes. No impact on patient outcome.